Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr confirmed the customer reported issue and replaced the gas delivery engine (gde). The fsr attempted repairs but he could not resolve the reported issue. The suspect ventilator will be returned to vyaire medicals service department for a complete evaluation and once the final evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop. There was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies found during the investigation.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to low voltage on the back up battery causing loss of display.